Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00800. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh and tyco tunneler sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat complete vaginal vault recurrent prolapse and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, recurrent stress urinary incontinence, frequency, urgency, obstruction and nocturia.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to incontinence and erosion.